Manufacturer narrative:
The lot number of the broken trochanteric nail is unknown. The trochanteric nail broke into two pieces. One was discarded by nurse. Therefore, we are unable to review device history records and check function or dimensions. When we survey the incidence of breakage of another company products through the associated paper, the incidence of breakage ranges between 0.2% and 5.7%. The incidence of breakage of our product is (B)(4) and lower than them.

Event description:
This event occurred in (B)(6). A patient underwent surgery on (B)(6) 2018. A 130-11x200mm trochanteric nail was broken in patient postoperatively. The broken trochanteric nail was removed and replaced with another products on (B)(6) 2018. It was reported that after revision surgery, the patient left the hospital as good.